Event description:
Country of complaint: (B)(6). The needle is already detached in the unopened package.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 24 unopened and 2 open racepacks. Analysis and results: there is one previous complaint of this code batch. Two thousand three hundred and seventy six units of this code batch were manufactured and distributed there are no units in stock. Received 24 closed samples; 2 of them have the needle detached from the thread, thread is still wound on the pack. Also received 2 open unused samples; only the second pack is opened. Needle attachment test of the closed samples received was performed and the results do not fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: there is a corrective action initiated to avoid this kind of incident in the future.